Event description:
It was reported that the patient had received radiation therapy for cancer. The pulse generator exhibited premature elective replacement indicator. After a device software download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.